Event description:
The pt's dura was torn by the final reamer during preparation of the implant site for the bak device. The dural tear was repaired, and pedicle screw were placed. The bak devices were not implanted.